Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.